Event description:
The customer contacted baxter?s technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The homechoice (hc) had alarmed system error 2240 in drain 2 of 3. Per the home patient (hp) disconnected in dwell cycle and now alarming. According to the call script, the hp had reconnected. The baxter technical service representative (tsr) explained the alarm and helped the hp clear the alarm by turning the hc off then on. The hc went back to press go to start. The hp would call their registered nurse (rn) and finish with manual bag. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed and the root cause was related to use error - the patient had disconnected from the set. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident.